Event description:
It was reported the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and their pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 99 u/l, polymorphs = 77%) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and tazobactam, however when the patient¿s peritoneal effluent culture result returned positive for mycobacterium (species not provided), and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was certain it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient reported the peritonitis event was too painful and will not return to pd for rrt (patient known to have low pain threshold). The patient was discharged on 27/aug/2021 and is recovering from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, and transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Mycobacteria can be found in soil, water, food, on the surfaces of many plants and within buildings, particularly within water pipes. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient. Those individuals undergoing pd therapy (manual or ccpd) are at increased risk for contracting infections of the peritoneum.

Event description:
It was reported the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and their pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on 18/aug/2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 99 u/l, polymorphs = 77%) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and tazobactam, however when the patient¿s peritoneal effluent culture result returned positive for mycobacterium (species not provided), and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The pdrn stated the cause of the peritonitis is unknown, however the pdrn was certain it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient reported the peritonitis event was too painful and will not return to pd for rrt (patient known to have low pain threshold). The patient was discharged on (B)(6) 2021 and is recovering from the events.